Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. Customer declined tandem technical support's offer to assist with reloading the cartridge. Reportedly, cold insulin was used and the customer did not remove the air prior to loading the cartridge with insulin. Customer's blood glucose was 139 mg/dl.